Event description:
It was reported to covidien that this unit has missing segments. No patient harm was reported.

Manufacturer narrative:
Covidien service center confirmed that the unit's display was missing segments. The display and ui pcb failed. Device is end of service/life and no parts available for repairs. (B)(4).